Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6) 2016 was returned to conmed for evaluation, received on 05-aug-2016 . Visual inspection found the cervical cup, vaginal cone had completely detached from the manipulator tube. The intrauterine balloon and locking mechanism remained intact on the device. The intrauterine balloon did not sustain noticeable damage and was able to be inflated properly. It was also noticed that the locking mechanism was tightened onto the manipulator tube as received. This may indicate that the locking mechanism was not released prior to removal, as instructed in the instructions for use (IFU). The proximal end of the manipulator tube was bent laterally, indicating considerable lateral force had been applied. Measurement of the returned components confirmed all dimensional were within specifications and this complaint investigation did not confirm nor identify any manufacturing or part defects. It should be noted that the end-user facility reported that "when the scrub tech went to remove the uterus using the vcare, the vcare disassembled when force was applied to remove the uterus". Based on this received information, it is believed that the reported incident is user related due to misuse of the device, as removal of the specimen (uterus) is not one of the documented indications for this device. In this instance, the damaged condition of the returned components suggested that the most likely cause of this reported problem is use related. This failure mode is addressed in the risk document and risk analysis shows an acceptable risk level. In this instance, the damaged condition of the returned components suggested that the most likely cause of this reported problem is use related. The device manufacturing date could not be identified as the lot number was not provided. (B)(4). The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. It should be noted that the end-user facility reported that "when the scrub tech went to remove the uterus using the vcare, the vcare disassembled when force was applied to remove the uterus". Based on this received information, it is believed that the reported incident is user related due to misuse of the device, as removal of the specimen (uterus) is not one of the documented indications for this device. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions, as well as removal instructions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup from the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components have all been retrieved from the patient.

Event description:
The end-user reported that during a robotic, total laparoscopic hysterectomy using the vcare vaginal-cervical ahluwalia's retractor-elevator with medium cervical cup, the occluder cup and colpotomy cup were left in the vagina with the uterus. The colpotomy cup was sutured to the cervix and after the colpotomy was complete, the scrub tech pulled the uterus out pulling on the vcare handle. The entire vcare shaft came out of the vagina, but the occluder cup and the colpotomy cup became detached from the shaft and were left in the vagina with the uterus. The occluder cup, colpotomy cup and uterus were all retrieved and there was no harm to the patient. To date there has been no update indicating any patient issues since the completion of this procedure.